Manufacturer narrative:
(B)(4). Device remains implanted. Additional information requested and obtained:was a port applier used to anchor the port? Yes the first time were sutures used when anchoring the port? No.were the injection port hooks partially retracted/deployed/damaged/not retracted/deployed? No.was the band replaced? No.can you please provide the lot number for this port? No.what is the patients status? Stable.

Event description:
It was reported by the customer that post op of a laparoscopic band procedure the patient was involved in a car accident. When the patient went to the surgeon afterwards he tried to access the port and could not. They did a fluoroscopy and observed that the port had flipped. The port will revised or replaced. The surgeon stated the seat belt was across the patient¿s abdomen and the force of the impact may have caused the port to flip over. The patient is fine and has been discharged home.